Manufacturer narrative:
Addition the device was returned to gore for evaluation. Gore engineering device evaluation showed the device was returned with the endoprosthesis deployed off the catheter. The leading olive had pulled off the delivery catheter. No damage was seen on the leading end of the delivery catheter guide wire lumen and the polyimide had a smooth edge. No residue or material from the leading olive bond was seen on the polyimide. No residue or material from the polyimide was seen inside the returned leading olive. Based on the findings from this evaluation, the physician¿s observation that the leading olive became separated from the catheter was confirmed. The likely cause for the separated leading olive could not be determined with the currently available information.

Manufacturer narrative:
Concomitant medical devices: patient medications: aspirin, clonazepam, diltiazem, escitalopram, simvastatin, and ustekinumab. (B)(4).

Event description:
On (B)(6) 2020, the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that after the gore® contralateral leg endoprosthesis (plc141400/20983114) was deployed and the delivery catheter was retracted through a dryseal 1233 sheath, the physician noticed the olive was not attached. After removing the sheath, the olive tip was inside the sheath by the valve. The procedure concluded with no further sequela and no serious injury to the patient. The patient tolerated the procedure. The patient did not have tortuous anatomy. No resistance was needed during implant procedure. It is unknown why the olive became separated from the delivery catheter.